Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the bile duct during a laser stone extraction procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the spyscope screen went gray with 4 dots during the middle of the procedure. Reportedly, the visualization was lost 30 minutes into the procedure. The procedure was not completed as the patient still had stones in the bile duct. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(Device codes): problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. The returned spyscope ds ii was analyzed. A visual assessment was performed, and the catheter demonstrated signs of use in the form of elevator marks along the shaft. Damage at the tip was noted, and likely caused by laser usage. An image assessment for visualization was performed. The device was plugged into the controller, and no image was displayed, confirming the reported complaint. Real-time x-ray was used to image the distal tip, including the tsvs, redistribution layer (rdl), and camera wires. Corrosion was noted at the rdl of the camera wires and assembly, likely due to the presence of fluid after laser damage allowed a path for fluid ingress. In the handle, no damage was observed to the printed circuit board (pcb) or camera wires. The damage likely allowed fluid to ingress at the tip, causing the loss of image during the procedure. The corrosion observed during analysis is the evidence for the presence of fluid in this area. The reported event was confirmed. The returned device had damage at the tip, likely caused by laser fire in close proximity to the distal end. The damage created a pathway for fluid to pass to the back of the camera assembly. It is likely that this fluid created a short between the wires at the camera, causing the reported image issues during the procedure, and directions for use (dfu) instructions states that at a minimum, ensure the laser fiber or electrohydraulic lithotripsy (ehl) probe is extended at least 2 mm (0.08 in.) Beyond the distal end before actuating the laser or ehl. Therefore, the most probable cause of this complaint is unintended user error caused or contributed to the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii was used in the bile duct during a laser stone extraction procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the spyscope screen went gray with 4 dots during the middle of the procedure. Reportedly, the visualization was lost 30 minutes into the procedure. The procedure was not completed as the patient still had stones in the bile duct. There were no patient complications reported as a result of this event. Device was returned.